Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2021. D.4. Medical device lot #: 1004136. D.4. Medical device expiration date: 1/31/2026. H.4. Device manufacture date: 1/4/2021. H.6. Investigation: customer returned (8) 1ml bd insulin syringes in an open polybag from catalog# 324827, lot# 1004136. The customer reported that syringes breaks off easily. All 8 returned syringes were examined, and none appeared to be broken nor have broken cannulas. All 8 were tested for point geometry, outer diameter and lube coverage. All observations fell within specification. No defects were observed. A review of the device history record was completed for batch# 1004136. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 1 syringe 1ml 29g 12.7mm cannula broke off. The following information was provided by the initial reporter : the patient reported that syringes break off easily.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. (B)(4). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 syringe 1ml 29g 12.7mm cannula broke off. The following information was provided by the initial reporter : the patient reported that syringes break off easily.